Event description:
A customer contacted beckman coulter inc. (Bci) and reported that total protein (tpm) reagent fluid was leaking in unicel dxc 800 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
There was dried tpm reagent around the tricontinet reagent pump syringe. A field service engineer (fse) was dispatched and replaced the reagent pump syringe.